Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, an opening, and red particles on the gel. A microscopic analysis was performed which identified: a sharp opening with non-penetrating nick near of the opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp opening on posterior assessed as surgical impact.

Event description:
Healthcare professional reported right side "rupture", "enlarged lymph nodes in axilla". Device has been explanted.

Manufacturer narrative:
Facility name: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture", "enlarged lymph nodes in axilla". Device has been explanted.